Event description:
The reporter contacted animas on (B)(6) 2012 stating that ok keypad button was sticking occasionally and required multiple presses to evoke a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and cleaned the pump with light soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012 - additional device evaluation was completed on (B)(4) 2012 with the following findings: the vibration feature of the pump was not working during testing and the vibration motor pins were found to be misaligned. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button had intermittent response and required multiple presses to evoke a response. The remained of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contact of the ok button was damaged.